Manufacturer narrative:
B3: date of event, d4: UDI number, and d5: operator of device are unknown; no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection noted the device was in good condition. Functional testing found: internal o2 leak detected, failed inspiratory time, electronic alarms not working. Device failed tests. Complaint was confirmed. Root cause was attributed to the main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that there was no power when switched "on". Patient involvement is unknown.